Manufacturer narrative:
Product analysis summary: analysis of the returned guide catheter detected two kinks 23cm and 24cm from the hub. Damage to the distal tip was noted. No other damage noted to the 6f launcher catheter. During analysis an in-house 5f launcher catheter measuring 0.0684¿ for outer diameter was inserted into the lumen of the returned 6f launcher for recreational testing, some resistance was detected when passing the two kinks detected on the returned 6f catheter. Actual inner and outer measurements for the returned 6f launcher guide catheter met specifications. Dye test was conducted to check for lumen lubricant, lumen lubricant was present and not a contributor to the resistance. Other devices used during the case were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher guide catheter was attempted to be used in a procedure to treat a severely calcified lesion in the lad. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used. After using a 1.75 mm rota device ivus revealed that it passed through the guide catheter without issues. It is reported that resistance was noted when advancing the 3.5 mm non-medtronic cutting balloon catheter and it was unable to pass through the guide catheter. The physician stated that as a result of using the rotablator the coating of the launcher may have been scratched. No patient injury is reported. The procedure was completed by changing to a 3.5 non-medtronic guide catheter using the cutting balloon and a stent was implanted.